Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the spirit combo insulin pump did not display warning of occlusion (error: e4 occlusion) when it should have. Caller reported having had high blood glucose the previous night; she had changed her accessories and bolused through the pump and the e4 was not displayed until several hours later. No adverse event was reported. A request was made for the return of the system, replacement sent.